Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed; analysis revealed an outer insulation breach at the first rib/clavicle. Concomitant product : addrl1 ipg, implanted 2010-(B)(6). (B)(4)

Event description:
The right ventricular pacing lead was returned to the manufacturer after being explanted due to a device upgrade from an implantable pulse generator (ipg) to an implantable cardioverter defibrillator (ICD), and subsequently tested out of specification. No patient complications have been reported as a result of this event.